Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. Post market vigilance (pmv) led an evaluation of one abs fixation device with 30 tacks. The event report alleges the product was used in a surgical procedure. There were no visual or functional abnormalities observed during the product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic hernia procedure, the tacker got stuck in the 5mm sheath at toilet seat flap. They pulled the trocar out and had to yank the tacker device out of the trocar. There was no injury to the patient.